Event description:
Five proglide/perclose devices were used at the beginning of the surgery. The first one misfired. Upon completion of the surgery, two of the other four malfunctioned. This resulted in significant blood loss and repair of the femoral arteries. FDA safety report ID# (B)(4).